Event description:
Implant fracture for a dental implant that was phased out years ago.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 14 years in situ.

Event description:
Implant fracture for a dental implant that was phased out years ago.